Event description:
Reporter alleged discrepant back to back blood glucose results of 500, 300, and 205 mg/dl when all tests were performed within 10 mins on the aviva system. Reporter stated she took extra oral diabetes medication, however, no other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.